Manufacturer narrative:
Customer returned pump due to alleged pump error 130 and pump error 37 and were found on (B)(6) 2023. Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self- test. No pump error 130 noted during testing. P-cap was attached and locked into place properly. No alarms, alert, anomalies noted during testing. Pump was successfully downloaded using thump for history and trace files. Pump error 130 occurred on (B)(6) 2023 03:37--15:12 in history files. Pump error 37 occurred on (B)(6) 2023 01:35 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and force sensor. The motor was tested outside the unit it passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 130 is not confirmed. Pump error 37 is confirmed due to being found in history files and isolated to motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 130-''this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement" and pump error 37 alarm-¿drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.¿ troubleshooting was performed and the alarm was cleared successfully and the rewind completed. No harm requiring medical intervention was reported. Customer will discontinued using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.